Event description:
During a follow-up angiography on march 7, 2006, restenosis was observed inside the deployed stent. Another company's stent was implanted distal to the stent, but no restenosis was present. Angioplasty was performed to dilate the lesion. Subacute thrombosis (sat) occurred three days after the pci three days later. Thrombosis was aspirated using an aspiration catheter "on march 15, 2005," sat occurred for the second time.